Event description:
It was reported, the patient had blina running and it was supposed to complete the following day. The patient was due for a needle change, but decided to leave the needle in for an additional day since the blina was set to end and the patient would be accessed the following day. The line subsequently ended up cracking and therefore the patient needed to be re-accessed. There was not a serious injury reported with this issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked infusion set was confirmed. The product returned for evaluation was one 20g x 3/4" powerloc max infusion set. The fracture surfaces of the damage were observed to contain striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.